Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following his treatment. When he opened the cassette door there was fluid in the cassette housing. The pt was advised to contact his pd nurse. He discarded the set. During f/u, the pt's wife reported that his effluent remained clear. No antibiotics were prescribed. No adverse event reported at this time.